Manufacturer narrative:
(B)(4). A service history review revealed that this device was not previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 808:02. The root cause was determined to be a defective pump head module. The pump was replaced to repair this issue. A follow up report will be submitted if additional information becomes available.

Event description:
The facility representative reported a colleague infusion pump which experienced failure code 808:02. It is unknown when this condition occurred. Device evaluation confirmed the reported condition, which interrupted delivery. There was no patient injury or medical intervention necessary according to the hospital representative. The user interface module master software version is 5.09.90, which is classified as remediated. No additional information is available at this time.